Manufacturer narrative:
The device was received for evaluation. Visual inspection determined that the device scope distal end tip was damaged and bent. The damage caused a slight shadow and blur on the image. Further inspection found that the outer tube of the scope was bent. Per the device evaluation, the likely cause of damage,bent distal tip and outer tube is due to mishandling. As stated on the IFU and as a preventive measure, the user manual states : "check the outer surface of the shaft prior to each use to make certain that the instrument is free of any cuts, holes, rough surfaces, sharp edges, or protrusions. Do not use if damage is suspected or discovered. Keep the distal tip of any electrode, probe, laser fiber or other ancillary device in the field of view at all times when active. Damage to the endoscope may occur from direct or reflected energy".

Event description:
It was reported that the mr-6la semi-rigid ureteroscope device has a damaged tip. There was no patient harm or injury reported due to the event.